Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 232-233 mg/dl. Customer delivered a correction bolus via pump to address bg level. During troubleshooting, a 5-unit bolus was delivered and the issue was resolved. Pump functioned as intended.